Event description:
Olympus medical systems corp. (Omsc) was informed that the product had sharp edge. During biopsy, a large bleeding was confirmed. The doctor treated it by using 2 clips. There was no injury regarding of this event.

Manufacturer narrative:
The subject device was returned to omsc for investigation. There were no defects in the shape of the distal end of the cups and the cutters. Also, the cups could open and close smoothly. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc thinks that the user handling of condition of the patient contributed to this event. The device instruction manual has warned users that "do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damager." "Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only." This report is being submitted as a medical device report in an abundance of caution.